Event description:
The patient had an nasojejunal (nj) tube in their right nare. It had been in for about two weeks. Registered nurse (rn) went to flush nj tube to give medications. However, the tube would not flush and seemed clogged. The rn gave a little more pressure to see if that would unclog, and the bottom of the yellow tube (by the hub of the nj tube where you screw on feeds) ballooned out like a urinary catheter. Turns out, the patient's hair bow was causing the nj to be occluded. However, with little to moderate pressure, the nj tube was faulty and became defective and not useable. After ballooning out, the nj tube at the end was stretched and thin. We taped it to keep it straight so it wouldn't bend and break. Then a couple hours later a new nj had to be placed in nj because of this faulty nj. Manufacturer response for tubes, gastrointestinal (and accessories), corflo enteral feeding tube (per site reporter). Emailed, no response yet.